Manufacturer narrative:
The control pc board needed to be replaced. Our field service engineer replaced the control pc board and updated the device software at the request of the healthcare facility due to a technical error. However, no further details about the error were provided. After the replacement, the ventilator successfully passed all functional and safety tests and was cleared for clinical use. The control pcb contains electronics (including microprocessor) responsible for i.e., inspiratory pressure regulation which can be used during inspiration time in any mode. The root cause of the reported issue remains undetermined.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the control pc board was necessary to be replaced. No further information was provided. Patient involvement is unknown. Manufacturer's ref #: (B)(4).